Manufacturer narrative:
To date, information suggests that this medical device has not been returned to boston scientific. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from service and replaced with a non-bsc device as a result of a fine-tuning issue. The patient relayed to the bsc technical services consultant that they did not think the device needed to be replaced. There were no reported adverse patient effects beyond the seeming early surgical intervention.